Event description:
The pt got pain relief from stimulation when the implantable neurostimulator was initially turned on. Stimulation sensation would fade with time. The neurostimulator was not set to cycle. Bipolar impedances were greater than 10000 ohms with all combinations including electrode 8. All other pairs were within normal limits. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).